Event description:
It was reported that this bundle of his lead was part of a system revision due to infection. There were no additional adverse patient effects reported. This bundle of his lead was explanted.